Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 125 ohms. The shocking lead impedance measurements were consistently high in the distal coil to proximal coil vector but acceptable in the distal coil to can vector. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The shocking vector was reprogrammed and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned segment was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The terminal segment of this lead was later returned. No further complications were reported while the lead remained in service.